Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient with severe heart failure due to idiopathic dilated cardiomyopathy underwent lvad implantation (heartmate 3: hm3) in year x. From the early postoperative period, their ci remained low (at 5100 rpm: x+3 months: 1.97 l/min/m², x+1 year: 1.94 l/min/m², x+2 years: 1.91 l/min/m²). However, due to the presence of mild to moderate aortic regurgitation and absence of heart failure symptoms, the patient was managed conservatively. At x+3 years they were hospitalized for acute cholecystitis, during which a contrast-enhanced computed tomography (CT) incidentally revealed severe outflow graft stenosis. Although asymptomatic, their cardiac output did not increase with higher lvad rpm (at 6000 rpm: 1.85 l/min/m²), prompting surgical intervention. Seroma removal was performed, and ci improved to 2.53 l/min/m² at 6000 rpm postoperatively.

Manufacturer narrative:
Section a: patient information was requested but not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as no product or images were submitted for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported aortic regurgitation could not be conclusively established through this evaluation. The device was not returned for evaluation. The device serial number was not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.